Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an unregulated flow event occurred during a normal saline infusion. No patient harm was reported. The devices were sent to the hospital's biomed department for evaluation. In subsequent testing, no device issues were identified, and the hospital declined further investigation.